Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was reading inaccurately high compared to an a1c test. The medical surveillance specialist (mss) contacted the patient for follow up questions on (B)(6) 2010 and (B)(6) 2010; however the patient was not able to be reached. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 8:30am. The patient reported comparing her 30 day average of "123 mg/dl" with the subject meter to an a1c test (result unknown). The patient denied taking any diabetes medications at the time of the alleged issue. It is not known if the patient made any changes to her diabetes management regimen due to the alleged issue. Prior to the alleged issue, sometime in (B)(6) 2010, the patient claimed she developed symptoms of tingling in the feet. In (B)(6) 2010 or (B)(6) 2010, the patient reported she went to see her health care professional (hcp) due to the alleged issue. At the time of the doctor's office visit, the patient stated she was given glucose tablets/glucose gel. The patient denied being tested on any other blood glucose device at the time of the doctor's office visit. At the time of troubleshooting, the cca was able to verify the subject meter's unit of measure was set correctly. The patient did not have the control solution available to perform a quality control test. Replacement products were sent to the patient. Based on the information provided, it is not known when the patient last tested on the subject meter prior the alleged symptoms and why she was treated with glucose tablets/glucose gel. Therefore, this complaint is being reported because the patient reportedly received medical intervention by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Manufacturer narrative:
Follow-up # 1 (03/11/11)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: testing with the returned products and retain test strips passed with no faults found. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.